Event description:
The surgeon was performing a hysteroscopic myomectomy with myosure device when it was noted there was "glittery" material inside the uterus. The registered nurse (rn) placed a call to representative (rep) for the myosure product, regarding this matter. The rep stated that this can occur due to the metal-on-metal action of the device and that suctioning the uterine cavity should remove the glittery material. This information was relayed to surgeon during the phone call. The surgery was completed and the patient was taken to pacu in stable condition.